Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included overweight, left lower quadrant pain, sore throat, pharyngitis, acute sinusitis, heartburn, diarrhea, upper respiratory infection, chest discomfort, allergic rhinitis, cervicalgia, neck pain and epigastric pain. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced headache ("headaches/migraines / headaches"), migraine ("migraines / headaches") and weight increased ("weight gain/loss specify: weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/bloating"), back pain ("back pain/back pain would go down to legs"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, genital haemorrhage, pelvic pain, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal distension, back pain, migraine, dyspareunia, abdominal pain and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pain in extremity, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, abdominal pain, dyspareunia, back pain, fatigue. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (general), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain were added, outcome of the events were updated, patient's medical history was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from may 2010 to july 2010. Concurrent conditions included overweight, left lower quadrant pain, sore throat, pharyngitis, acute sinusitis, heartburn, diarrhea, upper respiratory infection, chest discomfort, allergic rhinitis, cervicalgia, neck pain and epigastric pain. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal distension ("bloating/bloating"), back pain ("back pain/back pain would go down to legs"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). In 2011, the patient experienced headache ("headaches/migraines / headaches") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/loss specify: weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, genital haemorrhage, pelvic pain, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal distension, back pain, migraine, dyspareunia, abdominal pain and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pain in extremity, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6)2014, (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Pregnancy test urine - on (B)(6)2010: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, abdominal pain, dyspareunia, back pain, fatigue, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from (B)(6)2010 to (B)(6)2010. Concurrent conditions included overweight, left lower quadrant pain, sore throat, pharyngitis, acute sinusitis, heartburn, diarrhea, upper respiratory infection, chest discomfort, allergic rhinitis, cervicalgia, neck pain and epigastric pain. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal distension ("bloating/bloating"), back pain ("back pain/back pain would go down to legs"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced headache ("headaches/migraines / headaches"), migraine ("migraines / headaches") and weight increased ("weight gain/loss specify: weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the perforation, genital haemorrhage, pelvic pain, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal distension, back pain, migraine, dyspareunia, abdominal pain and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pain in extremity, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6)2014, (B)(6)2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion pregnancy test urine - on (B)(6)2010: negative concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, abdominal pain, dyspareunia, back pain, fatigue, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: reporter information was added. Her demographic was updated. Her lab data was added. Essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in an adult female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2010. Concurrent conditions included overweight, left lower quadrant pain, sore throat, pharyngitis, acute sinusitis, heartburn, diarrhea, upper respiratory infection, chest discomfort, allergic rhinitis, cervicalgia, neck pain and epigastric pain. In 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain/pain"), abdominal distension ("bloating/bloating"), back pain ("back pain/back pain would go down to legs"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). In 2011, the patient experienced headache ("headaches/migraines / headaches/horrble headache") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/loss specify: weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vomiting ("I vomited whole first day") and cough ("cough"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, headache, dysmenorrhoea, fatigue, weight increased, vaginal haemorrhage, vomiting and cough outcome was unknown and the abdominal distension, back pain, migraine, dyspareunia, abdominal pain and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain, back pain, cough, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pain in extremity, pelvic pain, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, abdominal pain, dyspareunia, back pain, fatigue, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: cough, vomited, pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs and other social media received: events vaginal bleeding, vomited, cough were added. Event perforation organ pt was updated to uterine perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in an adult female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from may 2010 to july 2010. Concurrent conditions included overweight, left lower quadrant pain, sore throat, pharyngitis, acute sinusitis, heartburn, diarrhea, upper respiratory infection, chest discomfort, allergic rhinitis, cervicalgia, neck pain and epigastric pain. In 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain/pain"), abdominal distension ("bloating/bloating"), back pain ("back pain/back pain would go down to legs"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). In 2011, the patient experienced headache ("headaches/migraines / headaches/horrble headache") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/loss specify: weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vomiting ("I vomited whole first day"), cough ("cough"), ear infection ("ear infection") and pharyngitis ("throat infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, headache, dysmenorrhoea, fatigue, weight increased, vaginal haemorrhage, vomiting, cough, ear infection and pharyngitis outcome was unknown and the abdominal distension, back pain, migraine, dyspareunia, abdominal pain and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain, back pain, cough, dysmenorrhoea, dyspareunia, ear infection, fatigue, genital haemorrhage, headache, migraine, pain in extremity, pelvic pain, pharyngitis, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, abdominal pain, dyspareunia, back pain, fatigue, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: cough, vomited, pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events ear infection and throat infection were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal distension ("bloating"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, pelvic pain, abdominal distension, headache and back pain outcome was unknown. The reporter considered abdominal distension, back pain, headache, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.